Event description:
It was reported that one week after implant the lead showed no capture and was causing diaphragm stimulation. It was further reported that the lead had fixing difficulties and dislodged. The lead had unacceptable thresholds, high impedance and was undersensing. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) a full lead was returned and analysis revealed no anomalies. It was also noted that the proximal conductor was distorted, all conductors were cut, all insulators were breached cut, there was blood in/on the helix mechanism, and there was apparent explant damage.